Event description:
It was reported that the ventricular lead exhibited noise. The noise was reproducible with provocative arm movement testing. No further action was taken and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information reported on 06/03/2016, stated that the lead continued to exhibit noise episodes; all other electrical values were normal and within range. The patient would continue to be monitored. No patient symptoms were reported.

Event description:
New information indicated the lead continued to exhibit noise. The patient would be monitored.